Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a malfunction where a screw fell off from the return bin. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a screw was missing due to this the return bin down. A field service engineer (fse) replaced the missing screw to hold the return bin down. Fse tightened the other screw more and verified that the return bin was properly installed. The system functioned as intended after the field service engineer repaired the device.